Event description:
A distributor in italy reported that a customer was hospitalized after experiencing high blood glucose levels, with a maximum of 520 mg/dl, on (B)(6) 2025. Despite no observed issues with the insulin pump, cartridge, or infusion set, the cause of the high blood glucose remained unknown. There was no injury reported, and no ketones were tested. The customer was treated with intravenous saline and insulin at the hospital and successfully resolved the issue, avoiding permanent damage. Upon discharge on (B)(6) 2025, the customer was advised by the hospital's diabetology unit to switch to manual insulin therapy, discontinuing pump usage.